Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug light (device #2). An additional emdr was submitted to represent the bard/davol perfix plug light (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol perfix plug light (x2) on (B)(6) 2017 (x2). As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol perfix plug light (x2) on (B)(6) 2017 (x2). As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of perfix light plug (device 1 and 2). Per op notes, ¿on the left inguinal region, a direct hernia sac was identified and reduced and no evidence of indirect hernia. A cord lipoma was excised. A perfix light plug (device 1) was placed and sutured. On the right inguinal region, a direct hernia was noted and reduced. No evidence of indirect hernia and lipoma. A perfix light plug (device 2) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with recurrent bilateral inguinal hernias and pain thereby underwent laparoscopic repair with implant of 3dmax meshes (device 3 and 4). Per op notes, ¿a direct hernia was noted on the left inguinal region and reduced. A cord lipoma was excised. A left sided 3dmax (device 3) was placed and tacked. A direct hernia defect was noted and reduced. Large cord lipoma was excised. A right sided 3dmax (device 4) was placed and tacked.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4, g1, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol perfix plug light mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug light mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.